Event description:
It was reported that the patient experienced a pump malfunction of an implantable penile prosthesis (ipp). The pump was reported as performing as a sticky pump. The device was removed and no replacement was implanted. Patient status was noted as unknown.